Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under her breasts and down her waist. The patient reported that it is unknown if the rash is related to the lifevest as she is allergic to many things (washes, foods, medicines) and also started new medicine. The patient was also just in the hospital using hospital sheets and adhesive telemetry electrodes. The patient's physician prescribed nystatin powder and the patient's dermatologist prescribed hybacleans. Follow up indicated that the rash resolved.